Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's atrial lead had high capture thresholds. No intervention was performed. The patient was stable and would continue to be monitored.